Manufacturer narrative:
Per tandem¿s t:slim pump user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer "had a really hard time" interacting with the pump screen. During troubleshooting, tandem technical support (cts) confirmed that the pump was functioning as expected. Additionally, it was reported that the customer performed the fill tubing process while still being connected to the pump. The customer stated that she clicked "stop" after reaching 17.4 units; and at that point, cts instructed the customer to reconnect at the site. Upon reconnecting, the customer reported still filling the tube. Cts told the customer to immediately disconnect and to stop the fill tubing sequence. Upon reviewing the pump history, cts verified that the customer performed fill tubing for 27.6 units of insulin. Cts informed the customer of the insulin delivered into body by accident; customer acknowledged. Customer stated blood glucose (bg) level will be monitored. Customer was successfully able to reconnect and resumed insulin delivery. At the time of the report, customer's bg level was 354 mg/dl and was addressed by drinking water.